Manufacturer narrative:
Additional devices listed in this report: cat # 6260-9-122, lot # 42717904, description: 22.2 mm std lfit v40 head; cat # 626-00-38d, lot # 39544603, description: modular dual mobility insert. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that there was a left total hip revision. Patient had infected hip, surgeon also did a poly and head exchange.

Manufacturer narrative:
An event regarding infection involving an adm liner was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned due to hospital policy. Device history review: all devices in the reported lot and sterile lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, operative report, x-rays, pathology reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that there was a left total hip revision. Patient had infected hip, surgeon also did a poly and head exchange.